Event description:
According to the reporter, intra-operatively, when using the stapler with the reload, the clamp was stuck making stapling impossible. Two other reloads with the same lot number, each from different boxes, were used with the same handle, but the device still stuck. A second handle from another lot was used with another reload, which was also from the same lot number but a fourth different box. However, there was still no success. The clamp was still stuck. With that same second handle, a fifth reload from a different lot was used and the stapling was completed. Change in devices resulted in a 20-minute extension of the procedure.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3h0795); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3h0795); egia60amt, egia60amt egia 60 artic med thick sulu (l ot#p3h0795); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p3h0795); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.